Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated restart alerts when attempting to rewind, displaying an ¿unable to proceed¿ message with an alert instructing a restart that did not resolve the issue, consistent with a failure to infuse associated with a motor component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. The device powers on when charged. When the device was commanded to change the cartridge, "unable to proceed" appears. After five attempts, alert 36, hall count alert appears. The device was then powered off and opened for further investigation. Upon opening, it was noted that the lead screw was jammed and bent. It is not known whether the lead screw was jammed by the patient but being jammed has caused the rewind procedure to misalign, and in turn caused the alert 36. The customer reported complaint was confirmed.